Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that during device replacement, an outer insulation abrasion was noted. The physician diagnosed this as lead abrasion due to direct contact with the ICD can. The lead was repaired using silicone adhesive. After the repair, the distal part of the lead was placed behind the ICD pocket to prevent further direct contact.